Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and moderate calcification in the coronary artery. A 3.5x15 mm tenku rx balloon dilatation catheter (bdc) stylet/sheath was removed without any reported resistance. The bdc was soaked prior to use and air aspiration was performed inside of the patient anatomy. There was no leak during preparation of the bdc. The bdc was advanced without resistance toward the target lesion, used twice to perform pre-dilatation, and the bdc was withdrawn. The bdc was used again for post-dilatation and the balloon ruptured during the first inflation at 8 atmospheres. Post-dilatation was completed using a non-abbott balloon catheter. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. It should be noted that the preparation for use section of the rx tenku coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.